Event description:
Resident with pelvic restraint sitting in lounge chair. Sat forcefully forward, pelvic restraint ripped and resident fell to the floor. No signs or symptoms of injury until 2 days later. X-ray revealed non-displaced fracture of right proximal tibia/fibula. Right foot revealed osteoprosis.